Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Device received in poor condition. Front cover scratched and faded, microswitch lever arm bent, line cord faded and very dirty, pole clamp discolored and gouged in center, missing quick connect tubing, quick connect corroded, water tank contaminated, water tank cover cracked, enclosure cracked under quick connect, lcd has liquid crystal leakage, outdated pcb and power switch. Started with a visual inspection, then filled the tank with water, attached temp check disposable, plugged in line cord, and turned on the power switch, proceeded with functional testing. Customer's problem of "leaking from front cover" was duplicated and confirmed. The root cause was the cracked water tank cover. No action taken due to the condition of the device; it is beyond economical repair and will be scrapped. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was leaking from the front cover of the device. There was unknown patient involvement and unknown patient harm/adverse event reported.